Event description:
Account receiving discrepant results for sodium and potassium. The following three patient examples were provided: patient 1, initial sodium gave 101 mmol/l; repeat gave 146 mmol/l. Initial potassium gave 2.9 mmol/l; repeat gave 4.4 mmol/l. Patient 2, initial sodium gave 108 mmol/l; repeat gave 132 mmol/l. Initial potassium gave 3.1 mmol/l; repeat gave 3.9 mmol/l. Patient 3, initial sodium gave 98 mmol/l; repeat gave 134 mmol/l. Initial potassium gave 5.1 mmol/l; repeat gave 7.1 mmol/l. Erroneous results were not reported. The field service representative determined the cause to be a problem with the valves s1 and 8 and the reference cartridge holder. Cleaned valves s1 and 8, sipper nozzle and ise tubing. Applied thermal grease under the cartridge. Performance tests were performed and within specifications.